Manufacturer narrative:
Correction: investigation conclusion reveals that this reported device is not a suspected cause or contributor to the patient's experience and considered concomitant.

Event description:
It is reported by counsel that claimant underwent left tha on (B)(6) 2013, and was implanted with a lfit cocr femoral head and accolade tmzf hip stem. He was revised on (B)(6) 2024 with a postoperative diagnosis of "severe tendinosis/metallosis with a severely damaged trunnion of the femoral stem as well as significant damage to the polyethylene liner in the acetabulum".

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported by counsel that claimant underwent left tha on (B)(6) 2013, and was implanted with a lfit cocr femoral head and accolade tmzf hip stem. He was revised on (B)(6) 2024 with a postoperative diagnosis of "severe tendinosis/metallosis with a severely damaged trunnion of the femoral stem as well as significant damage to the polyethylene liner in the acetabulum".